Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was analyzed and no electrical abnormalities were observed other than induced damage in the anode (outer) coil - melted-open, consistent with electrocautery damage. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a dislodgement and high pacing thresholds, as a result this lead was explanted and successfully replaced. No additional adverse patient effects were reported. Dm

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a dislodgement and high pacing thresholds, as a result this lead was explanted and successfully replaced. No additional adverse patient effects were reported. Dm.